Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07015. It was reported pericardial effusion occurred. A patient underwent a left atrial appendage closure (laac) procedure. A 24mm watchman ® laa closure device was successfully implanted using a watchman ® access system after one partial recapture. About six hours after the procedure, the patient had some chest pain, but never any hemodynamic changes. A small pericardial effusion was noticed. They tapped the effusion for 80 cc of blood and the patient was doing well. No further complications were reported.